Event description:
It was reported that during an unspecified procedure, the shaft of the quantum maverick monorail catheter broke. The shaft of the catheter broke during removal from the toughey. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported "okay".